Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction primary with an unspecified gel mentor breast implant and experienced bilateral rupture. As a result, the patient had undergone removal and replacement with gel mentor breast implants of unknown type (high memory gel extra) on (B)(6) 2019. It is unknown at the moment whether both implants were ruptured or one implant. Therefore, to conservatively report both implants will be reported. This medwatch is for the right breast implant.